Manufacturer narrative:
Additional information was received that the patient's impaired wound healing was in the frontal left and retroauricular left area. The event was recovered/resolved twenty-one days after the patient was discharged.

Event description:
A report was received that the patient was admitted to the hospital due to impaired wound healing, which was moderate in severity. The patient underwent a wound debridement, was treated with antibiotics, and was discharged five days later. The event is considered recovering/resolving. The physician assessed that the event has a causal relationship to the study procedure, is unlikely related to study hardware, and not related to device stimulation.

Manufacturer narrative:
Date of birth: (B)(6); exact date of birth is unknown. Additional suspect medical device components involved in the event: model: db-2202-30, serial/lot: (B)(4), description: dbs directional lead sterile kit 30 cm. Model: db-2202-30, serial/lot: (B)(4), description: dbs directional lead sterile kit 30 cm, it is indicated that the devices will not be returned for evaluation as they remain implanted; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was admitted to the hospital due to impaired wound healing, which was moderate in severity. The patient underwent a wound debridement, was treated with antibiotics, and was discharged five days later. The event is considered recovering/resolving. The physician assessed that the event has a causal relationship to the study procedure, is unlikely related to study hardware, and not related to device stimulation.